Event description:
It was reported that asymptomatic patient presented in clinic for follow-up on (B)(6). Post-paced t-wave oversensing was observed on stored egms. The device was reprogrammed. The patient was stable before, during and after the device interrogation. Patient will continue to be monitored.